Event description:
A hospital reported that a pt in the burn ICU had an obstruction in his endotracheal tube. This obstruction caused the pt to have oxygen desaturation and a bradycardia. The hospital reported that as soon as the desaturation and the bradycardia was noticed, the pt was extubated and then intubated. It was later reported that the ambient temperature during the event was between 27 degrees c and 28 degrees c.

Manufacturer narrative:
It was reported the ambient temperature during the event was 27-28 degrees c. The mr850 user instructions specifies a recommended operating ambient temperature range of 18-26 degrees c and states: "caution: if operating in ambient temperatures outside the recommended range, consult your local fisher & paykel healthcare rep". Our investigation into this event is currently underway. We will provide a follow up report with the results of our investigation.